Manufacturer narrative:
Based on the sample evaluation, the rupture of the inner latex bladder was confirmed. However difficulty in filling the pump was not observed. Based on the information provided, the root cause of the damaged component is unknown. Review of the DHR identified no issues observed during the manufacturing process which would have contributed to the incident observed. A notification is sent out to the bladder supplier for process review. Therefore, the root cause is unknown. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the lot number, 0202362037, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was received full. The sample will be tested for pump burst and difficulty filling. The pump felt softer than usual. The pvc bag was opened using scissors to examine the inner bladder. The inner bladder was observed ruptured but the pvc bag and outer bladder was still intact. Infusion was verified on all the saf flow rates, 0ml/hr did not infuse. The tubing was cut a few inches distal to the blue connector to drain the medication. The tubing was bonded back together with a male and female luer using cyclohexanone. The crack and fill pressure test was performed on the pump. The pump was hooked onto a gauge using a voltage recorder and refilled with multiple 60 cc syringes to measure the pressure to 600ml. The pressure did not exceed 35psi and was within specifications. The investigation concludes that an internal bladder rupture was observed but the outer bladder and pvc bag was still fully intact. Also, the difficulty filling was not observed, the crack and fill pressure test was performed. The pressure did not exceed over 35psi and was within specifications. The investigation remains on-going. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 750 ml, flow rate: unknown , procedure: unknown, cathplace: unknown. A report was received stating a popping was sound heard while a pharmacist was filling a pump. The pharmacist reported one pump made a popping sound while filling and the lab technician discontinued filling the device. Additional information received on 13-jul-2016 stated the lab technician visually inspected the inner bladder and a rupture was observed. No additional information was provided. .

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Upon further internal review, halyard health determined that the malfunction reported would not be likely to cause or contribute to a serious adverse event, and therefore this event will no longer be considered reportable. No further information on the complaint will be filed.